Event description:
It was reported that the procedure was to treat a moderately calcified, de novo lesion in the left anterior descending (lad) coronary artery. After pre-dilatation, the 3.0x18 mm xience xpedition stent delivery system (sds) was advanced; however, the sds failed to cross the lesion. An additional guide wire was then used and the sds still failed to cross the lesion. The sds was removed from the anatomy and additional pre-dilatation was performed. When preparing to re-insert the sds, it was noticed that the stent was not on the sds balloon. The stent was located in the lesion and was apposed to the vessel wall during inflation with a dilatation balloon. Thrombosis was observed and was treated with additional balloon inflation and an additional stent was deployed distally to the deployed xience xpedition. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was returned for analysis and stent dislodgment was confirmed. Failure to advance could not be replicated in a testing environment as it is based on operational circumstances. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. A review of the cine did not confirm the reported issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.